Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon device interrogation, the right ventricular (rv) lead exhibited elevated impedance, elevated thresholds, oversensing and elevated short v-v intervals. It was noted that non hemodynamic morphologies were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.